Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported the insulin seeps out from the base of the needle of the infusion set rather than from the tip of it sometimes when priming the tubing. No adverse event reported. Infusion set has been discarded. No product return requested.